Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product event summary: the data files and the 2af283 balloon catheter with lot number 15851 were returned and analyzed. One patient file was received and recorded on the reported date of the event. The patient file showed 13 applications were performed using catheter 2af283 with lot number 15851. The patient file showed five applications were performed using catheter 2af283 with lot number 15851. The patient file showed system notice #(B)(4) (the safety system has detected a compromised outer vacuum) during ablation at applications #11 and 12. The reported "unable to pass the device through the y valve issue" could not be assessed through data analysis. The console output data (pressure, preset pressure, and flow) showed pressure was tracking preset pressure and flow readings as expected. However, temp profile was unexpected during ablation at application #2. Console output data (pressure, preset pressure, and flow) showed unexpected flow profile during ablation at application #11. Visual inspection of the shaft segment showed the ptfe folding sleeve was removed from the catheter shaft. It could not be confirmed if the ptfe folding sleeve was used to aid with the insertion of the catheter into the sheath. The balloon was folded on itself. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 13 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillations or overshoots. In conclusion, the reported issue of the temperature dropping faster than expected was not confirmed through testing. The reported system notice #50032 (the safety system detected a compromised outer vacuum) was confirmed through data analysis. The reported "unable to pass the device through the y valve issue" could not be assessed through data analysis. The balloon catheter did not fail the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, during the first ablation of the right lower pulmonary vein (rlpv) temperatures were lower than expected and the temperature curve dropped rapidly. A system notice was received indicating that the safety system detected a compromised outer vacuum. The balloon catheter was replaced however the new balloon catheter could not be connected to the catheter handle and would not pass through the y valve. The y valve was then removed and an attempt was made to pass the balloon catheter through the introducer without resolve. The balloon catheter was then replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.